Manufacturer narrative:
The calibration and qc were passing prior to the event. The qc charts provided show a drop in recovery for multiple analytes across multiple levels around the time of the event. The alarm trace shows abnormal errors the day before the event occurred. The report also contains abnormal aspiration errors, which are consistent with possible poor sample quality. A field service engineer (fse) replaced the ion-selective electrode (ise) weight filter, the sample probe, ise syringe seals, and ise pinch tubing. The fse then performed additional conditioning of the flowpath. They then verified the instrument by performing ise checks, calibration, qc, and precision testing. The investigation determined that the service action resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of a questionable sodium electrode result from the cobas 8000 ise 1800 module for two patients. Patient one's initial result was 130 mmol/l, and the repeat result was 139 mmol/l. Patient two's initial result was 131 mmol/l, and the repeat result was 142 mmol/l. The repeat results were deemed to be correct. The questionable results were repeated due to delta flags.